Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the explant procedure take place? Yes. On what date was the band explanted? (B)(6) 2018. Do you have the linx product code lxmc-13, lot number and serial number (if applicable)? What was the reason for removal of the linx device (e.g. No issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.) Needing 3tmri. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? When was the linx device implanted? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No. What was the indication for the MRI? 3t needed for orthopedic mris. Was a fundoplication performed after the explant of the device? No.

Event description:
It was reported that there will be an explant on a linx device for a patient on thursday. The rest of the information is unknown.

Manufacturer narrative:
(B)(4). Date sent: 01/03/2019. Corrected data - based on the additional information received, the event does not meet the FDA defined criteria for an adverse event. Additional information was requested, and the following was obtained: were there any issues with the device other than the patient needing the removal of the linx for the MRI? No.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were there any issues with the device other than the patient needing the removal of the linx for the MRI? No.